Manufacturer narrative:
(B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -16.0/1.5/114 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The patient experienced high vault and narrow angles, lens remains implanted. The reporter stated that the patient is doing well, iop 17/18 excellent vision 20/40. If additional information is received a supplemental medwatch report will be submitted.